Manufacturer narrative:
One portex® bivona® custom tracheostomy tube was returned for analysis. The device was reviewed against the custom made template specification and also to the custom made drawing. The device was made according to the template and the drawing. The device measured within specification. The device history records were reviewed and showed the device passed quality inspections. The complaint file had comparative pictures between the returned custom made device and a standard neck flange. The custom made device is different and would have different dimensions than a device with a standard neck flange. Based on the evidence, the complaint was not confirmed.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during qa inspection, it was observed that the "cylindrical part in silicone against the iso-15 connector" of a portex® bivona® custom tracheostomy tube is "prolonged" than the standard mpt flange. Because the deviation was observed during a pre-use inspection, there was no patient involvement or injury.